Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7072571, UDI#: (B)(4).

Event description:
It was reported that the patient underwent an spinal cord stimulation explant procedure due to loss stimulation.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss stimulation from the device. The patient underwent explant procedure. Additional information was received that all explanted devices were discarded by the medical facility and will not be returned.